Event description:
Additional follow up was performed with the physician's office and it was reported that their programming system is functioning without issue since the replacement serial cable was received.

Event description:
It was reported that the physician's programming system was having intermittent communication issues. During the call, the serial cables were tightened, which initially appeared to resolve the issue. However after switching the wands, the issue was intermittently occurring. When the serial cables were switched the issue appeared to have resolved. There it was suspected that the serial cable is the issue. A new cable was sent to the site; however the serial cable in question has not yet been returned for analysis.

Event description:
The serial cable was returned on (B)(6) 2012 and analysis has since been completed. During product analysis the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Manufacturer narrative:
.